Event description:
A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the splines of the optrell catheter were observed twisted/squashed. This condition could be related to the handling of the device during the procedure, since according to the information provided, when the last catheter was moved from the vena cava inferior to the ventricle, the his catheter was by accident moved and the tip went through the optrell splines. No external damages were observed on the electrodes of the optrell catheter. The lot number was not provided; therefore, the manufacturing record evaluation cannot be performed. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the splines of the optrell catheter were observed twisted/squashed. This condition could be related to the handling of the device during the procedure, since according to the information provided, when the last catheter was moved from the vena cava inferior to the ventricle, the his catheter was by accident moved and the tip went through the optrell splines. No external damages were observed on the electrodes of the optrell catheter. The lot number was reported as unavailable. Therefore, the manufacturing record evaluation cannot be performed. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).